Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of redw0837 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that patient had a catheter ruptured 5 cm beneath the insertion site two weeks after placement of the catheter and extravasation occurred, leading to removal of the catheter. The operator notified us that there were no improper human operations and this event was attributed to a product quality problem, and asked us to provide a new catheter.

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a catheter leak is confirmed but the exact cause remains unknown. One photo of a 4 fr groshong nxt catheter was provided for evaluation. The catheter is shown outside of patient use and is being held to show damage on the catheter. A circumferential split is observed to be present on the catheter; however, the location on the catheter is unknown. The surface characteristic could not be closely inspected from the photo sample provided. Based on the information provided, possible contributing factors include repeated kinking leading to material fatigue, sharp instrument damage, and over-pressurization. Since a split was observed to be present, the complaint is confirmed but the exact cause could not be determined from the photo provided.

Event description:
It was reported that patient had a catheter ruptured 5 cm beneath the insertion site two weeks after placement of the catheter and extravasation occurred, leading to removal of the catheter. The operator notified us that there were no improper human operations and this event was attributed to a product quality problem, and asked us to provide a new catheter.